Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for spinal pain. In (B)(6) 2014, the pump was taken out because the patient¿s body ¿rejected¿ it. Additional information has been requested regarding the drug information, the patient¿s medical history and concomitant medications, the event date, the cause of the event, diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.